Event description:
Event description guidant received information that the following physician of this patient reported that the patient experienced ventricular fibrillation and died following general surgery. There is an allegation that the device did not treat the arrhythmia. It is reported that the device was not interrogated before or after surgery. A guidant sales representative stated that no one from guidant was sent to turn the device on or off before or after surgery. The representative was told that a magnet was placed on the device during surgery by non-guidant personnel and that it was left on the device during the surgery. The patient was buried with the device and the device was not interrogated post-mortem. It is not known if the change tachy mode with magnet feature was turned on.